Event description:
It was reported that bd¿ syringe plastipak 20ml s/su needle hub was cracked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: we received a technical complaint regarding 01 syringe unit 20ml (batch 8057733) in which came with the needle hub cracked. The incident was noticed before the use. There was no damage to the patient/health professional. There was no drug administration due to the syringe defect. Anvisa was not notified.

Manufacturer narrative:
Investigation summary: the DHR was performed, quality notification and maintenance analysis and no occurrences potentially related to the occurrence was observed. The sample sent by the customer was verified and it was possible to observe syringe tip breakage. The potential cause for the problem is a barrel jam at assembly machine, causing the damage at the syringe tip. The incident from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe plastipak 20ml s/su needle hub was cracked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: we received a technical complaint regarding 01 syringe unit 20ml (batch 8057733) in which came with the needle hub cracked. The incident was noticed before the use. There was no damage to the patient/health professional. There was no drug administration due to the syringe defect. (B)(6) was not notified.